Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection revealed the valve stent posts were deflected and oval-shaped. The sewing ring was damaged, likely during the explant procedure. All leaflets were in the closed position and were slightly stiff but flexible, except on areas where pannus was observed. An abrasion through the belly of the left cusp was observed which is consistent with historical events for long suture tail wear. The abrasion (hole) aligned with a protruding white multifilament suture. A remnant of green multifilament suture was attached on the free margin of the left cusp. A small abrasion through the free margin and lunula of the right cusp appeared to be associated to contact with the bias cloth of the non-coronary right stent post. There were no tears, holes, abrasion observed on the non-coronary cusp. All commissures were intact. Pannus was attached all around the existing sewing ring extending to the inflow margin of attachment of all leaflets, into the inferior coaptive areas and encroaching up to 8 mm onto all cusps showing a reduced inflow orifice area. Pannus was observed on all superior coaptive areas of all commissures. Pannus was attached all around the existing sewing ring (outflow aspect). Surgeon sutures were found embedded in the pannus. Pannus extended onto the outflow rails and into the base stitching of each cusp. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed no evidence of calcification in the valve. Conclusion: reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient -related condition. Additionally, wear by a long suture tail and bias cloth contact contributed to the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been returned for analysis. At the completion of the analysis a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that nine years and ten months post implant of this bioprosthetic valve, the valve was explanted and replaced with a non-medtronic valve due to annulo-aortic ectasia and aortic regurgitation. The physician reported it was not a malfunction of the valve. No additional adverse patient effects were reported.